Event description:
Additional information stated the patient tried to ¿turn it on but it didn¿t go on.¿ it was stated that while the patient is walking ¿it moves.¿ it was noted the patient had an appointment scheduled for 3 weeks. It noted the patient had pain medication a lot of pain between their back to their legs and that was why they go a stimulator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's stimulation was intermittent. The patient only received stimulation when bent over or lying down. The symptoms began a week prior to report. The patient had no falls or accidents since implant. The patient felt that the lead had moved and it was not on the spine 'like it used to be.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; (B)(4).